Event description:
It was reported the programmer was slow to interrogate, slow to print, and threshold testing pulse intervals not consistent (set test value to 3 pulses would sometimes deliver 3 then other times delivered 2 prior to decrementing). A different programmer was used to finish patient testing. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event during functional testing, however, the issue was confirmed from the programmer logs. Software was reconfigured and reloaded to resolve issues. Analysis also found the left keyboard hinge was broken. (B)(4).